Manufacturer narrative:
The device was returned for analysis. The reported material rupture and activation failure were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture and activation failure as they were not confirmed during return evaluation. It should be noted; however, a torn guide wire exit notch was identified which likely caused the reported procedural difficulties. It is likely that handling and/or manipulation of the device during the procedure caused the noted guide wire exit notch tear. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. When attempting to inflate a 3x15mm xience sierra stent-balloon with a syringe several times (3-4 inflations at no higher than 8-10 atmospheres), the balloon failed to inflate. Blood was noted to enter the balloon. Another xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.